Manufacturer narrative:
(B)(4). S/w ver. 4.11d. Retainer ring = black. Insulin pump p-cap / test reservoir locked properly in place. The pump was received with a pump error 43 alarm during rewind test due to moisture damage to motor, force sensor and pcba1. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error 43. The motor was tested outside and passed. The insulin pump was received with a cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.